Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic; it was noted that during episodes of vt, the implantable cardioverter defibrillator exhibited output anomaly. During follow-up, it was observed that the implantable cardioverter defibrillator could not be interrogated. It was discussed that the device be replaced. No further information was reported.

Event description:
New information received notes that the device was explanted. No further information was reported.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.